Event description:
The stent dislodged from the balloon within the circumflex, but the entire sds was pulled back from the patient's vessel. The report received from the field indicated that the stent dislodged from the balloon within the circumflex; however, the entire sds was pulled back from the vessel without patient injury or complications. The procedure was completed utilizing the nir stent.